Manufacturer narrative:
Concomitant products: guide wire: sion; guide cath: heartrail 6fr al10; stent: xience xpedition 3.5 x 18 mm. Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 4.0 x 08 mm nc trek balloon was inflated at 18 atmospheres (atm) for post-dilatation of a xience xpedition 3.5 x 18 mm stent, as routine procedure. During retraction of the nc trek balloon, it could not be pulled into the non-abbott guiding catheter. The nc trek balloon and the guiding catheter were removed from the patient as a single unit and the procedure was completed without issue. There was no reported adverse effect and no reported clinically significant delay. No additional information was provided.